Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 87mg/dl, 137mg/dl. Tests were done less than 10 mins apart with a difference of 40%. Pt did not experience ay adverse event. No further info has been reported.